Event description:
It was reported that the device was not provide adequate pain relief. The patient underwent an explant procedure in which the implant was removed. The patient is doing well post operatively. The device was disposed of and will not be returned to the manufacturer for analysis.